Manufacturer narrative:
H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and showed air bubbles in the tubing. The reported condition was verified. The cause of the air bubbles could not be determined. A retention sample was also leak tested; no leak was observed. Then, the retention unit was loaded on a claria machine; no alarms or issues were noted. The reported condition was not verified in the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line of the homechoice cassette. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.